Manufacturer narrative:
(B)(4). Final analysis found that as received, the device septum plug was damaged and the set screw was removed from the connector block. As the set screw was not returned with the device, the reason for this could not be determined. Analysis found no indication of the device being shipped as defective.

Event description:
It was reported that the patient experienced bradycardia and was transported to the hospital. Upon interrogation of the pulse generator, high thresholds were observed. Bradycardia was affected due to the device being programmed to low output settings. On (B)(6) 2015 interrogation revealed loss of sensing and high thresholds. During the explant procedure on (B)(6) 2015, the pulse generator exhibited a setscrew anomaly. The device was explanted and replaced. The patient was in stable condition before, during and post procedure.